Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an open reduction internal fixation of their right proximal humerus fracture. Subsequently, approximately six (6) weeks later the patient underwent a revision surgery due to the screw coming away from the plate. Attempt has been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following section was corrected: d6a no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.